Manufacturer narrative:
One 7207678 sterile biorci ha 8x25mm 8mm head screw was used for treatment but was not returned for evaluation. Due to product unavailability, physical evaluation, full investigation and conclusions were limited. Factors affecting device performance include: device ability, surgical ability and surgical site preparation. Influences that could compromise product integrity include: site prep with alternate or without recommended instruments. Screw taper style or larger head to body design unaccounted for. Entanglement with guide wire or other instrument causing tearing and fractures. Use of disproportionate screw size. Use of excess torque or force. Interference style screws maximum surface to surface intent is achieved by use of same size tunnel as product, allowing threads to make optimum surface to surface contact. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an acl reconstruction surgery, the biorci screw broke while being deployed. All fragments were retrieved from the patient with a grasper. A back-up device was available to complete the procedure in the same bone hole. The surgery was not significantly delayed as consequence of the breakage. The patient was not injured.